Event description:
End-user stated that medical attention was sought on (B)(6) 2020 around 4:00pm at home. End-user stated he tested hi blood glucose with his prodigy meter in the morning and received a high reading of 298mg/dl, which prompted him to take 3 units of insulin. Caller then stated he took 13 units of insulin in the afternoon and drove to a store and was found unconscious in the parking lot. A normal result for the end-user in the morning is around 110mg/dl. He was given apple juice while waiting for the ems to arrive. When the ems arrived, they checked his blood glucose with their meter and received a result of 24mg/dl. He was then given glucose(did not specify what form) and transported to the hospital. When he arrived at (B)(6) hospital located at (B)(6), his blood glucose was checked again with the hospitals meter and they got a result 69mg/dl. He was given 2 turkey sandwiches graham crackers apple and orange juice to raise his glucose levels. He stated that he was discharged after 4 hours and was told not to take his evening medication due to his blood glucose being 268mg/dl when he was discharged. No additional information was provided.